Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product analysis observed the device was received in two pieces. Visual and tactile inspection revealed a core wire fracture approximately 50.5cm from the proximal end. The length of the distal segment measured approximately 131.5cm. Outer dimensional measurements taken were within specifications. Sem lab analysis concluded the fracture was due to a bending overload moment. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a diagnostic procedure, the guide wire was broken. A non bsc 4fr jr guide catheter was placed inside the patient in an unknown anatomical location. While advancing the 182 cm choice floppy guide wire through the guide catheter, resistance was noted. The devices were withdrawn and a break was noted in the proximal end of the guide wire. The physician was still able to utilize the guide wire and guide catheter to complete the procedure. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a diagnostic procedure, the guide wire was broken. A non bsc 4fr jr guide catheter was placed inside the patient in an unknown anatomical location. While advancing the 182 cm choice floppy guide wire through the guide catheter, resistance was noted. The devices were withdrawn and a break was noted in the proximal end of the guide wire. The physician was still able to utilize the guide wire and guide catheter to complete the procedure. There were no patient complications reported and the patient's status is stable.